Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. Additionally, the customer had an unspecified cartridge issue. There was no reported impact to the customer¿s blood glucose. No additional event information was provided by the customer.